Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance had been fluctuating between below the normal range and above the normal range. There were also high short interval counts (sic) recorded along with lead noise. It was believed that the lead had fractured. The rv lead was reprogrammed and a replacement procedure has been scheduled. No patient complications have been reported as a result of this event.